Manufacturer narrative:
Results - bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that during use, blood would not flow into the tubing but into the push button of the bd vacutainer® winged safety pbbcs. This resulted in a blood leak. No injury or medical intervention reported.